Event description:
"Dr. Just came in and said he just did an ebus and used a cook 25g and went for a second look when they were done and found the needle inside the patient¿s airway. He wanted me to report it to you because had he not gone back and looked then he wouldn¿t have seen that the needle fell out. After I talked to the tech, it sounds like dr. (B)(6) thought the needle was bent and pulled it out and tried to straighten it so I¿m thinking he may have had a part in the needle coming out. I¿m leaving for the day now but the tech had already thrown the needle away because she thought it was because of the doctor not the needle defect." I have asked for a part number to know which 25g needle was used. The needle in question is no longer available to send in. Will the facility be reporting this to a government agency (FDA, competent authority, etc.) - no. Could you please provide rpn and lot number? - unknown. Are images of the device or procedure available? - yes. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? - distal end. Was gaining access to the target site difficult? - not from where I was watching, but that might better be answered by dr. Was puncture of the targeted site difficult - unknown. What is the scope manufacturer and model number that was used? - unknown. Was force required on insertion of device into scope? - unknown. Was resistance felt while inserting the device through the scope? - unknown. Was the device used in a tortuous position? - it might have been, we did bend the needle and then tried to straighten it back out, after that is when it fell off. Was the endoscope in a flexed or twisted position at any time during the procedure? - unknown. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? - it was noted at the end of case; we went back for one more sample and the needle was not there on advancement. Was difficulty experienced while retracting the needle? - unknown. Was it possible to be fully retract before removing the needle from the patient? - unknown. How many samples were obtained (passes completed) with this needle? - unknown. Did any section of the device detach inside the patient? - yes, the needle did. Was the stylet partially removed when advancing the needle into the target site? - no. If not with the device in question, how was the procedure performed and/or finished? - yes, we were able to finish. Did the patient require any additional procedures as a result of this event? - no, we were able to get it out with forceps. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? - taken out the same day.